Manufacturer narrative:
Additional information received on 07/13/2013: follow-up #1: the patient's mother contacted animas and reported that the patient has resumed pump therapy and states that patient was sick with an unrelated issue that caused blood glucose levels to be elevated during time of sickness. Patient was managed via subcutaneous injections, but mom rules out any product issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient obtained the elevated blood glucose reading of 500 mg/dl and he experienced the symptoms of vomiting, shaking and tested positive for ketones. The patient was given a bolus dose of insulin via the pump and by a syringe injection. The reporter alleged the pump was not giving correct basal doses. Troubleshooting revealed the pump settings, programming and date/time were correct, and that all basal/bolus doses given correctly matched those programmed and there were no issues with the infusion set or infusion site. There was no evidence the pump was not functioning appropriately. However, as the issue was not resolved, this complaint is being reported.